Manufacturer narrative:
The returned ICD had been implanted for 74 months and first underwent a status interrogation. In accordance with the clinical complaint, the device status was eos, as detected on 26 september 2018. The user was informed about the battery state by the home monitoring system. Next, the eos state was reset with a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values (vvi, 50 ppm, rv: 6.0 v at 1.5 ms). A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a 40-j charge process. However, this was aborted. The ICD was then opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module proved to be inconspicuous. The capability to provide therapy was tested again and showed no irregularities. There were no indications of a malfunction of the electronic module. The battery then was returned to the manufacturer for extensive analysis. The production documents of the battery were reviewed and documented that there had been no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no irregularities. The battery was then opened for destructive analysis. During the analysis, a slightly increased impedance was detected internally, which very likely led to a temporary voltage drop and, subsequently, to the clinical observation. In summary, the ICD had been implanted for 74 months. The functionality of the electronic module was tested, and there were no indications of a malfunction. Further analysis showed a slightly increased impedance battery-internally as the cause of the clinical observation.

Event description:
Ous MDR - it was reported that approx. 74 months after implant eos status was detected via homemonitoring. The ICD was replaced.